Event description:
During a diagnostic angiography procedure the catheter became "kinked over onto itself." Because of the kink, the catheter could not be removed. Secondary access via another site had to be performed to allow use of a vascular retrieval device that was used to straighten the catheter intra operatively, which was then removed.